Event description:
The complaint could not be confirmed (device returned for ipc grommet mechanical hardware failure). However, additional problems were found: downstream air sensor, housing, lever lock, and set ID sensor. Device would display an air in line message after a cassette was inserted. Log files were reviewed and show that the device experienced a set ID failure. Device was opened during inspection to check for internal damage. The override arm was found loose in the device. Damage was identified on the front housing near the set ID. The screw boss on the front housing for the override arm was found stuck inside the override arm. The override arm will have to be replaced due to damage. Despite this complaint not being confirmed, to ensure the quality of the large volume pump and patient care, the failing and damaged components will be replaced during repair.

Event description:
The following has been reported: biomed reported: pump is repeatedly having air in line alarms. Waiting for confirmation of no patient harm and no report of issue stopping active infusion. A preliminary review identified the following issue: air in line alarms (unresolved). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.